Event description:
It was reported that during an elective coronary angiography (cag) and percutaneous coronary intervention (pci), a physician had difficulties retrieving an imaging catheter. The lesion being treated was 90% stenosed in the distal left circumflex artery (lcx). A guidecatheter and guidewire were used to access the lesion via radial artery. The lesion was pre-dilated with a balloon catheter and an intravascular ultrasound (ivus) of the lesion was performed. A stent was implanted and post-dilated with a balloon catheter. Following stent dilation, the lesion was confirmed with ivus again. During removal of the imaging catheter, the physician encountered resistance. The catheter had become stuck with the stent, and it could not be retrieved. The physician attempted to remove the whole system as a unit (guidecatheter, guidewire, stent, and imaging catheter) from the coronary artery. All devices were successfully retrieved, except for the stent. The retrieval of the system caused the stent to be dislodged from the lesion and consequently migrate to the radial artery. The pci procedure was repeated via femoral artery using a guidewire and guidecatheter for access. A stent was deployed and dilated. A moderate dissection at proximal of the lcx was noticed; therefore, another stent was deployed. The patients condition after procedure was reported as stable. Two days later, the stent left in the radial artery was removed surgically. The patient's condition was reported as good, and days later, he was released from the hospital.

Manufacturer narrative:
The subject device in question will not be provided to co for technical analysis due to disposal by the user facility. Attempts to obtain the lot number have been made; however, additional information could not be obtained. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.